Manufacturer narrative:
Article citation: 'management of capsular contracture in cases of silicone gel breast implant rupture with use of pulse lavage and open capsulotomy' lam martin c; vorhold jens; pech thomas; walgenbach klaus j; walgenbach-brunagel gisela; kalff jorg c; pryalukhin alexey; kristiansen glen: https://doi.org/10.1007/s00266-019-01463-w; aesthetic plastic surgery 2019 july 31. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. [(B)(4)].

Event description:
The article "management of capsular contracture in cases of silicone gel breast implant rupture with use of pulse lavage and open capsulotomy" reports ¿[..]-year-old woman with baker IV capsular contracture 11 years after cosmetic augmentation mammoplasty using textured, anatomically shaped silicone gel-filled 245-cc implants.." The device has been removed. This record is for an unknown side.